Manufacturer narrative:
The device was not returned for evaluation and the lot number was not provided for retained-product testing and/or hdr review.

Event description:
It was reported that a patient experienced an asthma attack during a procedure performed using xeno v adhesive; outcome of the event is unknown as of this report.